Event description:
During preparation for use a cardiopulmonary bypass procedure, the central control monitor of the heart lung console flickered intermittently, and unexpected data appeared on the set-up screen. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not concluded.